Event description:
It was reported that there was a right distal femur gmrs revision due to stem loosening and possible infection.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gmrs stem. Additional devices listed in this report are unknown 180mm body and unknown distal femur. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding femoral stem loosening involving an mrs stem was reported. The event was not confirmed. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the reported lot. This event regarding stem loosening could not be confirmed. Based on the implant sheets provided the femoral stem was explanted and replaced, therefore it appears that this was the stem component that loosened. Possible infection was mentioned on the event description however this was not confirmed and no further information was made available regarding the possible infection cause. Additional devices listed in this report: cat 6495-6-040, lot lapxj, description: gmrs extension piece 40mm. Cat 6495-3-101, lot j9237913, description: gmrs proximal tib sml. Cat 6481-2-140, lot lag670, description: mrhk tibial sleeve. Cat 6495-3-601, lot j87600, description: gmrs tib rotating sml comp. Cat 6495-3-020, lot lj049, description: gmrs tibial insert small 20mm. Cat 6481-2-110, lot laj219, description: mrhk femoral bushing. Cat 6481-2-110, lot lax677, description: mrhk femoral bushing. Cat 6481-2-120, lot ctd052, description: mrhk axle. Cat 6481-2-133, lot lat696, description: mrhk bumper insert 3 degrees. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a right distal femur gmrs revision due to stem loosening and possible infection.